Manufacturer narrative:
The devices were discarded after use and therefore not available for return and investigation. There were no device deficiencies reported related to the zoom 88 or zoom 71. Based on the information provided and without case images, the exact cause for the recurrent stroke is unknown. It was reported that the patient had achieved complete reperfusion after the first thrombectomy procedure. The relationship with the zoom devices to the recurrent stroke could not be established. It is unclear if the recurrent stroke was caused by the zoom devices, the stent retriever, or the hypercoagulable condition the patient was found to later have. The manufacturing records for the zoom devices were reviewed and demonstrated that the product met all the design and manufacturing specifications. The following MFR # were submitted: MFR # 3013590708-2024-00022 for zoom 88; MFR # for zoom 71.

Event description:
A 67-year-old male patient was being treated for an occlusion at the left m1 segment. A zoom 88 access catheter and a third-party insert catheter were introduced into the left common carotid artery (cca) as a system. A roadmap angiogram was completed of the cca to visualize the carotid bifurcation. A diagnostic catheter was used to select the internal carotid artery (ica) over a glidewire. The zoom 88 was then advanced and parked at the ica cavernous. During the first and second passes, a third-party microcatheter and microwire were advanced through a zoom 71 aspiration catheter as a system into the zoom 88. The zoom 71 was advanced to the face of the clot and aspiration was applied. The zoom 71 catheter was removed under continuous aspiration from the patient. A contrast run showed the thrombus was not aspirated. During the third pass, a different third-party microcatheter and microwire were advanced through the zoom 88 past the m1 occlusion. The microwire was removed from the microcatheter and replaced with a stent retriever. The stent retriever was advanced and allowed to set in the clot for 5 minutes. The stent retriever was removed; however, the thrombus was not captured within the stent retriever. For the fourth pass, the same third-party microcatheter and microwire used in the third pass were again advanced through the zoom 88 past the m1 occlusion. The microwire was removed from the microcatheter and replaced with the same stent retriever. The stent retriever was deployed and again set in the clot for 5 minutes. The stent retriever was removed, and the thrombus was captured within the stent retriever. An angiogram was performed and recanalization of the left m1 distribution was achieved with a tici 3 score. No device issues were reported. One week post initial procedure, the patient presented with an altered mental status. A computed tomography angiography (cta) showed a new occlusion at the left m2 segment. The patient received a second mechanical intervention, and the recurrent stroke was resolved with tici 3 reperfusion. No procedure or device information was provided. Three weeks after the second thrombectomy procedure, the patient was discharged home. One month after discharge, it was noted that the patient developed a hypercoagulable condition, which led to his passing approximately ten days later. Per the physician, the cause of death was hypercoagulable condition.